Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image issue occurred during a therapeutic urologic procedure. Although the incident caused a 10-minute delay while the patient was under general anesthesia, the procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5, g2, and d10 to include information that was inadvertently not included in the initial medwatch.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's further investigation. Based on the additional investigation findings, it is likely that the reported issue (no image) was caused by the effects of corrosion, as corrosion of the receptacle unit was confirmed. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the visera camera control unit had no screen display. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found corrosion of the video connector socket. Should additional relevant information become available, a supplemental report will be submitted.